Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she had performed a set change the night prior to the event. After the customer was hospitalized, her doctor found that the reservoir had leaked insulin into the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.